Event description:
It was reported that the customer experienced low blood glucose levels and discrepancies between the sensor and blood glucose readings. The customer stated that her blood glucose reading had been 300 mg/dl, but she treated for a false high glucose prediction that was given by a non-medtronic glucose meter. She stated that she had a low blood glucose event as a result, with a blood glucose reading of 32 mg/dl, which she treated with glucagon. She declined troubleshooting for the sensor glucose inaccuracies since she had discontinued their use. The most recent blood glucose reading was 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.